Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual: visual inspection of the provided photos indicates yellow discoloration consistent with the absorption of synovial fluid. No obvious crack/fracture observed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, the post of the insert was noted to be broken off in-situ. The insert was revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual: visual inspection of the provided photos indicates yellow discoloration consistent with the absorption of synovial fluid. No obvious crack/fracture observed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.